Event description:
It was reported that an ilet displayed a blank screen that did not recover after charging, and the device was replaced; the reported blood glucose at the time was 290 mg/dl and the user transitioned to backup subcutaneous insulin. Symptoms included hyperglycemia. Outcomes included use of backup insulin therapy without hospitalization. Investigation included remote troubleshooting and education, verification of power and charging status, and arrangement for replacement with request for return of the original device for evaluation. Investigation of this case revealed a nonfunctional display consistent with a hardware screen failure, with no accompanying alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction affecting the display.